Manufacturer narrative:
H.6. Investigation summary: bd had not received samples or photos from the customer facility for evaluation; therefore, the investigation was limited. Additionally, bd was unable to determine the specific lot number associated with this complaint. Therefore, a review of the device history record could not be conducted.

Event description:
It was reported that there was a low draw of blood with a bd vacutainer® cpt¿ cell preparation tube with sodium heparin. The following information was provided by the initial reporter: it was reported that you were only able to get 3ml's of blood. Additional information received: the customer called back, and has not used the cpt tubes, yet. She is not experiencing an underfilling situation. She had a theoretical question - how would the results be affected if they were not filled to the recommended minimum volume. I explained that the recover of pbmcs may be significantly affected. I referred to the limitations section on page 4 of the IFU.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. Initial reporter phone #: unknown. Initial reporter state: address information was not able to be obtained. (B)(6) was used as a place holder. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that there was a low draw of blood with a bd vacutainer® cpt¿ cell preparation tube with sodium heparin. The following information was provided by the initial reporter: it was reported that you were only able to get 3ml's of blood. Additional information received: the customer called back, and has not used the cpt tubes, yet. She is not experiencing an underfilling situation. She had a theoretical question - how would the results be affected if they were not filled to the recommended minimum volume. I explained that the recover of pbmcs may be significantly affected. I referred to the limitations section on page 4 of the IFU.